Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the first instrument noted the handle was partially retracted. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. Visual inspection of the second instrument noted the handle of the device was received disassembled. Functional testing was precluded due to the observed condition of the device. A review of the device history record (DHR) indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, when stapler was introduced into the patient , the stapler did not fire. Staples did not load into the jaws of the hernia stapler. They opened a third hernia stapler to complete the procedure. There was no patient injury.